Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be intact. Leak testing revealed there was a rupture between valve and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: left-mentor smooth round moderate profile 300cc saline breast implant, catalog number 3501645, lot number 193900. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated after implantation. As a result patient underwent bilateral removal and replacement with mentor saline implants on (B)(6) 2019.